Event description:
A report was received that the patient had an infection. The midline incision site had opened up with lead protruding out of skin. The symptoms were redness, swelling, and drainage at midline incision site. The physician believes the infection was procedure related. The patient was given oral antibiotics. The patient underwent an explant procedure. The physician explanted the entire system. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: implantable pulse generator (ipg); model # sc-4316, lot # 14560668, description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore. A failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.